Event description:
Nurse attempting to remove a cord clamp from pt with a cord clamp remover. The blade (razor) dislodged from the clamp remover and stuck in the cord clamp. Nurse cut right thumb when protected baby's abdomen from the razor blade.